Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6)stating, "image disturbance during angulation" involving pentax model eg29-i10/serial (B)(4). The event was reported to have occurred prior to use. No further information was provided at the time of the report. The device was received by pentax medical (B)(4) service workshop. Inspection of the device confirmed the ccd needs to be replaced.